Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - nano system (B)(6) - compact plus system.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 50 mg/dl (compact plus) and 83 mg/dl (nano). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.